Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. The reported guide separation was confirmed based on the returned device condition. The reported difficult to open or close the foot was not confirmed due to the observed guide separation. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Reportedly, when attempting to remove the device, the device got stuck. The lever was cycled many times and the device was maneuvered. Force was applied and the proximal guide separated from the distal guide, leaving the distal guide in the patient. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the prostyle device should be avoided as it may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred during pre-placement. When attempting to remove the device, the device got stuck. The lever was cycled many times and the device was maneuvered. Force was applied and the proximal guide separated from the distal guide, leaving the distal guide in the patient. The distal guide migrated towards the aorta. A vascular surgeon was called to perform a cut down to remove the distal guide. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved surgically. A clinically significant delay was reported due to the need for surgical intervention. No additional information was provided.

Manufacturer narrative:
H6- device code 2017 clarifier: against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.